Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) with a non boston scientific right ventricular (rv) lead recorded a shock lead impedance out of range alert with measurements greater than 200 ohms. Available data indicated that prior to the out of range measurement, shock lead impedance was approximately 50 ohms, and subsequent measurements returned to approximately the same value. It was noted that this was the first out of range shock impedance measurement, and no rv noise was identified. Review of the most recent ventricular episodes indicated appropriate detections without therapy delivered. Technical services (ts) indicated that potential contributors included header connection issues, electromagnetic interference (emi), or lead related issues. Ts noted that, as the system includes a non boston scientific rv lead, it may be susceptible to transient impedance variability related to header connection issues. Lead integrity was considered less likely given the absence of noise and the return of shock impedance to within range. Recommendations included in clinic lead evaluation with isometric testing, assessment for possible emi sources, and consideration of continued monitoring if no abnormalities were identified. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial reporter last name (e1) field, in section e, initial reporter. This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) with a non boston scientific right ventricular (rv) lead recorded a shock lead impedance out of range alert with measurements greater than 200 ohms. Available data indicated that prior to the out of range measurement, shock lead impedance was approximately 50 ohms, and subsequent measurements returned to approximately the same value. It was noted that this was the first out of range shock impedance measurement, and no rv noise was identified. Review of the most recent ventricular episodes indicated appropriate detections without therapy delivered. Technical services (ts) indicated that potential contributors included header connection issues, electromagnetic interference (emi), or lead related issues. Ts noted that, as the system includes a non boston scientific rv lead, it may be susceptible to transient impedance variability related to header connection issues. Lead integrity was considered less likely given the absence of noise and the return of shock impedance to within range. Recommendations included in clinic lead evaluation with isometric testing, assessment for possible emi sources, and consideration of continued monitoring if no abnormalities were identified. This crt-d remains in service. No adverse patient effects were reported.